Manufacturer narrative:
Visual inspection found the inner saddle component was dislodged from the polyaxial screw. It was noted upon further examination that there were visual indications that the saddle was swaged . Significant material damage was also noted on the hex drive feature of the screw shank. A review of the DHR identified no issues during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis found no observed complaints trends for issues of this nature. Although the cause of the inner saddle separation cannot be positively determined, it is likely that the saddle was subjected to an unexpected circumstance of side loading during the insertion of the polyaxial screw. At this time, the complaint is considered to be closed.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.

Event description:
International affiliate reports that a metallic noise was heard when inserting the expedium polyaxial extended tab screw. The screw was removed intra-operatively and the section that secures the screw head to the shank was found to be broken. Another screw was inserted without issue. There were no adverse consequences to the patient and no significant delay.